Manufacturer narrative:
A.2-a.5. Patient information was not provided. D.4. The catalogue and serial number are unknown. Therefore UDI is unknown. Information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in unites states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
The complainant alleges through their counsel that positive afb culture for m. Chimaera (collected (B)(6), positive on (B)(6)). Surgery was on (B)(6) 2019. Based on the current status of the investigation the alleged device issue was yet not confirmed.

Manufacturer narrative:
H11: through follow-up communication livanova learned the following additional information: -clinical course: mycobacterium chimaera was confirmed in cultures on 29 may 2021 and 22 july 2021.

Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication livanova learned the device serial number which was used during the surgery. Model/serial numbers have been added to the dedicated d.4 section. Moreover, it was learned that plaintiff alleges that he contracted mycobacterium chimaera infection caused by contaminated heater cooler 3t system used during his aortic valve replacement surgery in 2019. A culture was collected on (B)(6) 2021 and was found to be positive for mycobacterium chimaera on (B)(6) 2021. No other information has been made available. Device history record (DHR) of device serial number has been completed and did not identify any deviations or non-conformities relevant to the reported issue. Involved device used at the time of the surgery (2019) was not upgraded with vacuum and sealing kit. No further investigation is possible. Source of patient contamination remains unknown and a direct relationship between the reported adverse event and the device could not be established.

Event description:
See initial report.